Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information received indicated the patient¿s spouse did not notice anything unusual with the unit prior to use and no liquids were reported to be spilled on the unit. It was reported there were no other coverings on the patient unit. The unit was reported to be kept under the bed when not in use and the power cords were reported to be kept straight. It was reported the unit was on the bed, which was next to a nightstand with nothing on it. It was also reported there were no other candles, heating equipment, cigarettes, or other smoking materials near the unit at the time of the event. The patient¿s spouse reported not seeing anything unusual with the power cords. The patient¿s spouse reported the unit is unplugged after every use and the patient/patient's spouse plug it in the morning of the event and went to the bathroom. When the patient's spouse returned from the bathroom, the patient¿s spouse reported seeing the fire on the bed. The patient¿s spouse reported the power cord and power supply are the same ones that came with the unit and the power cord and power supply are plugged directly into the wall. The patient¿s spouse reported the patient received a small burn on the back of their neck and it was being treated with salve with bandage changes for 7 days after the event. The patient was discharged from the hospital on (B)(6) 2023. The patient¿s spouse reported the patient is doing well and the patient was kept in the hospital for observation only. No other treatment was given other than the salve for the burn. No other injuries were reported to be experienced to the patient or anyone else in the apartment due to this event. Per the received fire marshal¿s report when the fire department was on scene the fire had already been extinguished and the residents wanted to have the dwelling inspected. It was reported the residents told the fire marshal a heart monitor on their bed sparked and lit part of a pillow and bed sheet on fire that the patient/patient's spouse extinguished prior to the fire marshal¿s arrival. The fire marshal checked the area and scorch marks were noted, but no heat or further hazards were noted. Per the landlord of the apartment building, the patient unit had been discarded once the patient and their family was evicted from the apartment.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
It was reported the patient received a burn to the back of their neck. The patient¿s spouse reported that when the patient was taking a reading, while lying on the patient electronics system (pes), the unit started sparking. It was reported the sparking caused the pes to start on fire. The patient's spouse then stated she pushed the patient off the bed to move the patient away from the fire. The patient is currently hospitalized, according to the patient¿s spouse. The patient¿s spouse reported damage was noted to the bed, the pes and the surrounding area. Additional information will be requested, however further information is unavailable at this time.